Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the failure of the igniter board due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; the lamp ignitor was defective. The reported event was caused by the failure. If additional information becomes available, this report will be supplemented.

Event description:
The main lamp of the device did not light. There was no report of patient injury associated with this event.